Manufacturer narrative:
An event of migration or expulsion of device (ventricular direction) of the valve was reported. The valve was implanted with a depth of 4.5 mm from the non-coronary cusp (ncc). The valve was noted to migrate towards the ventricle after final deployment. A valve-in-valve procedure was performed. A cine review was performed at abbott, suggested that the navitor valve was under expanded when it was deployed. Which likely contributed to the migration. However, this cannot be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances as the device was snared and additional valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The devices were prepared per instructions for use (IFU). The patient's annulus was measured with a mean diameter of 23.7mm, perimeter of 74.4mm, and an area of 429.9mm^2. Pre-dilation was performed with a 22mm non-abbott balloon. The implant depth at 80% and final deployment was 6mm from the non-coronary cusp (ncc) and 4.5mm from the left coronary cusp (lcc). Upon final deployment the valve migrated into a ventricular position. A post-balloon aortic valvuloplasty (bav) was performed twice with a 23mm non-abbott balloon. A second 26mm non-abbott valve was implanted valve-in-valve. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The devices were prepared per instructions for use (IFU). The patient's annulus was measured with a mean diameter of 23.7mm, perimeter of 74.4mm, and an area of 429.9mm^2. Pre-dilation was performed with a 22mm non-abbott balloon. The implant depth at 80% and final deployment was 6mm from the non-coronary cusp (ncc) and 4.5mm from the left coronary cusp (lcc). Upon final deployment the valve migrated into a ventricular position. A post-balloon aortic valvuloplasty (bav) was performed twice with a 23mm non-abbott balloon. A second 26mm non-abbott valve was implanted valve-in-valve. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.